Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during a routine device replacement procedure during defibrillator threshold testing (dft), the right ventricular (rv) lead was unable to sense appropriately. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remains in use. No patient complications have been reported as a result of this event.